Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the 1 (abc) button was working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the worn button and discolored from use. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's barcode button and the 1 (abc) button was working intermittently. No additional information is available.